Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse tested the batteries and found that they could not hold a charge for over 45 minutes. The fse replaced the batteries and safety disk per manufacturer specifications. The iabp unit passed all functional and safety tests per factory specifications, was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed a battery maintenance required alarm. It is unknown under which circumstance this event occurred. However, there no patient involvement, thus no adverse event was reported.